Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent another procedure on (B)(6) 2011 and monarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a hysterectomy and bso. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems and vaginal scarring. It was reported that patient underwent mesh revision due to sui on (B)(6) 2009. It was reported that patient underwent mesh revision due to erosion on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent posterior repair due to menometrorrhagia, suspected adenomyosis and sui.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.